Event description:
The representative reported the pt experienced seizure like activity during a stim trial early in 2006. No screener settings were altered. Upon permanent device implant, it was noted that product insulation was pulled back on one contact and wires were exposed. The other two contacts were programmed with good efficacy. The lead was not replaced during the case and remains implanted. Impedances were normal; in the 900 ohms range. No report of device explantation has been rec'd.

Manufacturer narrative:
Consultation by the rep with the medtronic physician consultant shows the reported seizure like activity can be attributed to postoperative affects and is likely not due to the breach in insulation. An accessory lead cap product is available to the physician for use a staged trail.